Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6), 2019 at 12 pm. The customer¿s blood glucose level was 553 mg/dl at the time of hospitalization. The customer treated with insulin drip and fluid in hospital. The ketones were present but they did not had diabetic ketoacidosis. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.